Event description:
It was reported that the lift column on the 9800 system would not go down. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided, the following components have been ordered. Power supply (ps3). It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise, a followup report will be submitted as required.